Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used venaseal venous occluding device to treat 50cm of the great saphenous vein (gsv). It was reported that the patient had recurrent inflammation for 3 years every year and physician gave anti inflammatory medication but the problem reoccurred. Physician is currently seeking a definitive solution to treat the problem. No further patient injury reported.

Manufacturer narrative:
Additional information: 51cm of the patients¿ right great saphenous vein (gsv) was treated for ostial and truncal incontinence, stage c2s. It is reported a total volume of 2.1ml of adhesive was used during the procedure which was completed as per IFU. Echo doppler control conducted approximately 2 weeks post procedure without major anomaly. The recurrent inflammation has been localized along the path of the treated area with a total of 4 episodes to date. Initially the patient presented to the emergency room 4 months post procedure for local pain and inflammation resulting in 2 days sick leave and local and general non-steroidal anti-inflammatory (nsaids) medications. Patient returned for a follow-up one-year post ER visit and no issues were noted. The patient then returned one year later, (2.5 years post venaseal implant) for inflammation of the venous path resulting in 2 days sick leave and local nsaids. 5 months later the patient returned and was again prescribed local nsaids. 7 months later the patient returned and was given local corticosteroids nerisone type cream. The patient¿s treated right gsv is reported to still be occluded. Very light hyperechoic infiltration in the peri-venous leg is reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: four images were received for evaluation. The images show redness and inflammation under the patient thigh. The report indicated the patient had recurrent inflammation for 3 years. According to report, anti inflammatory medication was given to treat clinical completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.